Manufacturer narrative:
A ge service rep performed an on site investigation. The skin dose was calibrated during the service call. The system was tested, found to be working as intended and put back into service.

Event description:
The customer reported a communication failed error message and the system locked up. This caused an intermittent, recoverable loss of imaging functionality. This could result in a procedural delay. There is no report of injury or death associated with this event.